Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every morning her blood glucose level was around 22 mg/dl. She ate 10 glucose tablets and had food to treat her low blood glucose level. The insulin pump delivered 4.0 units without the customer programming it. Customer's blood glucose level was 115 mg/dl. The customer believed the insulin pump was over delivering. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.